Event description:
It was reported that the pt underwent a spinal fusion surgery. Approximately 3 months post-op, radiographic films indicated that one of the screws was backed out. No pt complications have been reported. The surgeon will continue to monitor the pt. No revision surgery is planned.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Review of radiographs provided show the device placed at c3-4 and c5-6. The screws are well positioned per the initial set of x-rays, but the screw at c6 has backed out in the second set taken approximately 3 months later.